Manufacturer narrative:
The device was not reported as returning. A follow-up report will be submitted with all additional relevant information.

Event description:
Sus voluntary event report ((B)(4)) received which states: while trying to reinsert 2.5 x 8 trek ptca balloon, the shaft broke and made the device unusable. Balloon was not in patient at that time but on the wire only. FDA safety report ID# (B)(4).

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. User facility medwatch attached: mw 5094546na - attachment: [cn-034558.pdf].

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.na